Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent in the 90% stenosed lesion located in the noncalcified distal left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system to perform predilatation, it was noted that the shaft was kinked and the stent strut had lifted up. The procedure was completed with a different device. No pt complications were reported.